Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was leakage detected? If yes, please clarify where did the leakage came from, device or biologic vials? Device. Was the product broken? If yes please clarify which component of the kit was broken (biologics vials or application device). Application device cup is broken. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The nurse performed the assembly procedure as normal, then the vial loosened and fell off during drawing the contents. They changed to a new set of fibrin sealant preparation device in the operation room. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?

Manufacturer narrative:
Product complaint # (B)(4). Additional information: g 6. Component code, g 6. Type of investigation, g 6. Investigation findings, g 6. Investigation conclusions. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The devices arrived and the vial adaptor hubs were broken and liquid was found in the right syringe. According to the manufacturer the estimation is that the user did not use the device properly. No repair was needed; the evaluator only assembled new vials and injected the fluid and the device worked properly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3. Device evaluated by manufacturer?